Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that at the beginning of the year that the patient¿s system was not charging. It was noted that ¿during a visit, we realized there was a thick layer of subcutaneous fat in the region of the implant.¿ it was noted that the physician removed the excess fat to perform charges more efficiently. It was noted that the charging system improved, but about a month later, there was a new report that the patient was unable to recharge. It was noted that the manufacturing representative found no abnormality to justify the difficulty and the ¿efficiency rate was zero.¿ it was further noted the patient used a new charger and it worked ¿immediately.¿ the patient¿s charger was also tested and it worked, ¿however, shortly thereafter it stopped working again.¿ it was noted that the patient was in pain because they were not able to recharge.